Event description:
I am supposed to be a priority case in the philips respironics CPAP recall but they have mismanaged my product return and replacement. I get different answers from different people there and different instructions. I am enlisting the assistance of my u.s. Senator because the company's recall team is completely incompetent. I have been without my device for some time and need it soon but the company doesn't even show an order for a replacement despite my sending my unit back to the company, at their direction with their mailing label, which yesterday I was told I shouldn't have done. Now they are blaming the durable medical equipment company for not providing a doctor's prescription which the durable medical equipment apria (my retail outlet) knows nothing about and tells me this is incorrect. I need my machine and this company is failing me and my health with their ineptitude. FDA safety report ID# (B)(4).